Event description:
Procedure type: colectomy. According to the reporter: the device was used to do a side-by-side anastomosis of the colon. When the instrument was closed, the firing knobs could not be pushed and the dlu could not be removed either. Thirty minutes were added to the procedure so that the doctor could create the anastomosis by hand.